Event description:
The hosp staff attempted to administer external pacing to a pt delivered to the emergency room. The pt had been asystolic for approximately 45 minutes prior to arrival at the hosp. The pacemaker allegedly failed to deliver pacing current to the pt. This opinion was based on the lack of expected muscular reaction. The pt was not resuscitated.